Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr's meter reading was 193 mg/dl (capillary), and a venous lab test result was 427 mg/dl. Tests were done at the same time. Rptr did not have any symptoms. Control solution test was high, out of range, 183 (93-139). On follow-up, the rptr stated that rptr had been in a car accident, and was taken to the hosp. Rptr took meter with them, and had tests done at the lab while there. Rptr gave an accurate description of their technique for applying blood. No harm was alleged.